Manufacturer narrative:
Evaluation summary - the remaining inventory of the complaint lot was fully distributed without any further reports of this kind. The cause of the reported condition could not be determined with the available information and does not appear to be a manufacturing or labelling issue. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.. Zimmer considers the investigation closed.

Event description:
It is reported that the package of the stemmed tibial component was supposed to be a precoat size 5. Inside was a stemmed tibial component precoat size 4, which was implanted instead of the originally planned size 5.